Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling without duplicating the report. A visual inspection found that the battery well was deformed/warped. The device was able to pass all testing. Therefore, as a precaution, the device was deemed unrepairable and was scrapped at zoll. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.